Event description:
It was reported that the insulin gauge displayed an unexpected amount, causing concern for accurate insulin delivery estimation. There was no adverse impact to the customer¿s blood glucose level as the situation was addressed promptly. The customer received guidance on filling a new cartridge, and a decision was made to replace the pump due to ongoing inaccuracies. The customer was advised on using a backup insulin pump and will receive a replacement with updated software. The problematic pump is to be returned to tandem for further evaluation.